Event description:
It was reported that there were several episodes of noise appearing to be external in nature, potentially due to electromagnetic interference. The device remains in use and the patient will send weekly remote monitoring transmissions to monitor for further noise episodes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.